Manufacturer narrative:
Further follow up identified the issue reported is inadvertently incorrect. The patient listed in the report is still implanted with sjm devices without any issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Also, the patient denied troubleshooting of her scs system. Subsequently, the scs system was explanted. The patient had two leads with the same lot number.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.